Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported regarding a patient's neurostimulator implanted for other chronic/intract pain (trunk/limbs) and spinal pain. Patient reported they were getting a reposition antenna message on their recharger screen in (B)(6) 2016. It was reported that the patient's stimulation had stopped and that they thought it was 'worn out.' The event date for the stimulation stopping was not clear as the patient was having trouble answering questions. Patient was unsure if they would be able to get an appointment with their physician.